Manufacturer narrative:
Medwatch reference number: (B)(4). Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire balloon was used in the gastrojejunostomy stoma and gastric pouch for an anastomotic stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the first balloon would not advance through the scope and the second balloon broke off the device. The procedure was completed with a third balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.